Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridges would fall out of the pump. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.